Event description:
Patient's one touch basic original meter was reported to have a power issue. This issue was not resolved with troubleshooting. Unknown how long the patient had this issue with the meter. Medical affairs specialist was unable to reach the patient for more clinical information. Per initial documentation, emergency services were contacted. Unknown what the pt's blood gloucose level was on the paramedics' meter. Patient was having symptoms of cold sweat, headache, upset stomach. Unknown how long the patient had these symptoms. Patient was taken to the hospital where blood glucose level was 320 mg/dl. Unknown what treatment, if any, the patient received. Due to insufficient clinical information, this case is reported as a meter malfunction for the power issue.